Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the investigation of this complaint was based on description of event and imaging review. This complaint concerns a patient treated with an alpha graft for aortic coarctation. The zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms and ulcers of the descending thoracic aorta. Thus, the alpha graft was used outside of IFU indications, which was also stated in the event description. According to imaging review approximately 1 year postoperatively, the patient developed graft stenosis and thrombosis and is treated successfully with thrombolysis, angioplasty, and relining of the thoracic stent graft device with an aortic stent. The aortic arch appears to have a narrow radius resulting in a perpendicular position of the proximal stent graft to the lumen of the ascending aorta. It cannot be determined if this arch anatomy contributed to the graft thrombosis. The graft thrombosis represents a clinical finding related to the performance of the device. The cause of the thrombosis, however, cannot be determined from the images provided. As per IFU arterial thrombosis is a known potential adverse events. Additional surveillance and possible treatment is recommended for this event. No evidence to suggest that the product was not manufactured according to specifications cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "on (B)(6) 2016 we did a tevar for an aortic coarctation, in a young patient with a narrow aorta. For this particular case, we selected a zenith alpha thoracic endovascular graft. The surgery was straight, without intraoperative complications, and the patient was discharged after 48 hours. All the peripheral pulses were normal at that time. On (B)(6) 2017 this patient was admitted at an emergency room, with extreme lower limbs fatigue and weak femoral pulse. Cta demonstrated stenosis at the graft edges with associated thrombus along all the zenith alpha thoracic. On (B)(6) 2017 a new procedure was done to fix the problem. After an intra-arterial infusion of r-tpa, we implanted an aortic stent jotec e-xl, doing a dilatation og the underlying stenosis. All the zenith graft was covered with the jotec stent. . Patient outcome: the patient did require an additional procedures due to this occurrence. - implanted an aortic stent according to the initial reporter, the patient did experience extreme lower limbs fatigue and weak femoral pulse due to this occurrence. The patient was discharged after 7 days and remaining well.